Event description:
It was reported that this lead was capped as the ventricular lead was apparently fractured. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).